Event description:
Complainant alleged that the ICU staff was pacing a fifty-four year old male pt suffering from a myocardial infarction, but were receiving an intermittent pacing rate. The pt was "extremely hairy and diaphoretic." The pt's chest hair had not been clipped by the emergency room staff prior to applying the stat padz. The ICU staff was not getting a good connection from the anterior electrode, causing the the pacer rate to fluctuate "somewhere between 50 and 80". The staff could see that the pt was getting paced by the pt's chest movement, so they continued to use the same device and stat padz electrodes on the pt. There was no adverse effect on the pt. The stat padz labeling contains a package insert with detailed instructions for applying electrodes to the pt's skin. Please reference the attached copy of the package insert.